Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The customer troubleshot with technical support. Several attempts were made to obtain information on the repair of this device. However, no customer response noted. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verification testing the flow test was failing. No patient involvement.